Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: red rubber catheter, 15 fr. Uro-prep tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label synthetic vinyl gloves (2) lubricant graduated collection container". The device was not returned.

Event description:
It was reported that the catheter was missing from the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was missing from the tray.